Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture. Device remains implanted. This relates to an unknown side.

Manufacturer narrative:
Device analysis: the photographs received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken.

Event description:
The device has been explanted. This relates to the right side.